Event description:
The following description of the event was copied from the user facility medwatch report rec'd from the FDA on 06/01/07. "Patient was intubated. Ventilator was turned on and connected to ett. Ventilator failed to cycle. Patient was bagged manually while ventilator was changed out."

Manufacturer narrative:
The following description of the device evaluated by the user facility was copied from the user facility medwatch report. "Other on 04/30/07: ventilator power supply was found to be defective and was replaced."